Manufacturer narrative:
The repair bench technician ordered a replacement capacitor, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.

Event description:
It was reported to philips that the heartstart xl+ shock delivery was too low (electronic error). There was no patient involvement.